Manufacturer narrative:
Evaluation findings of stent cover damaged. A visual examination of the returned device found that the stent was fully mounted on the delivery system. The clear outer sheath was slightly kinked at 8mm proximal to the distal end of the outer sheath. The inner sheath was kinked and partially exiting the guidewire access port. During a functional analysis, when the distal handle was retracted, the inner shaft exited further through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The inner shaft was kinked and twisted proximal to the yellow inner jacket from where it had exited through the guidewire access port. Distal stent cover damage was noted and dried bile was present on the distal end of the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, the indication for the stent placement was a stricture within the common bile duct. The patient anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned within the patient. However, when the nurse attempted to slide the sheath to deploy the stent, significant resistance was encountered. The stent failed to deploy at all from the delivery system. No visible damage was noted to the device. The procedure was completed with another wallflex fully covered biliary stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the stent cover was damaged, this is now considered a reportable event.